Event description:
During angioplasty/stent procedure, the balloon being used for post-stent expansion became stuck at site of expansion. Balloon was eventually removed, but appears to be partially expanded despite inflation device being pulled negative twice.